Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device dislocation ("migration of essure device location of device: disappearance from left fallopian tube (coil not found)") and genital haemorrhage ("irregular bleeding") in a 40-year-old female patient who had essure (batch no. A47942) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2014. The patient's past medical history included multigravida, parity 1 in 1995 and c-section. Concurrent conditions included pelvic discomfort, uterine fibroids and ovarian cyst. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, 1 year 9 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), flank pain ("left flank pain"), arthralgia ("hip pain"), device deployment issue ("1 trailing coils on right side & 1 trailing coils on left side") and ovarian cyst ("ovarian cyst"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2015 underwent a pelvic surgery to try and alleviate symptoms). Essure treatment was not changed. At the time of the report, the perforation, ectopic pregnancy with contraceptive device, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue, flank pain, arthralgia, device deployment issue and ovarian cyst outcome was unknown. The reporter considered arthralgia, device deployment issue, device dislocation, ectopic pregnancy with contraceptive device, fatigue, flank pain, genital haemorrhage, menorrhagia, ovarian cyst, perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: doctor couldn't find the device on the left side on (B)(6) 2014: hysterosalpingogram: essure device in place in the right fallopian tube with successful occlusion. Left fallopian tube is patent. Left essure device is not identified in the expected region of the fallopian tube or within the pelvic cavity. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet- event ovarian cysts were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device dislocation ("migration of essure device location of device: disappearance from left fallopian tube (coil not found)") and genital haemorrhage ("irregular bleeding") in a 40-year-old female patient who had essure (batch no. A47942) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2014. The patient's past medical history included multigravida, parity 1 in 1995 and c-section. Concurrent conditions included pelvic discomfort, uterine fibroids and ovarian cyst. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2015, 2 years 1 month after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), flank pain ("left flank pain"), arthralgia ("hip pain") and device deployment issue ("1 trailing coils on right side & 1 trailing coils on left side"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2015 underwent a pelvic surgery to try and alleviate symptoms) and surgery (on (B)(6) 2015 underwent a pelvic surgery to try and alleviate symptoms). Essure treatment was not changed. At the time of the report, the perforation, ectopic pregnancy with contraceptive device, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue, flank pain, arthralgia and device deployment issue outcome was unknown. The reporter considered arthralgia, device deployment issue, device dislocation, ectopic pregnancy with contraceptive device, fatigue, flank pain, genital haemorrhage, menorrhagia, perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: doctor couldn't find the device on the left side. On (B)(6) 2014: hysterosalpingogram: essure device in place in the right fallopian tube with successful occlusion. Left fallopian tube is patent. Left essure device is not identified in the expected region of the fallopian tube or within the pelvic cavity. Most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Lot number added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), fatigue, left flank pain, hip pain and 1 trailing coils on right side & 1 trailing coils on left side added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device dislocation ("migration of essure device location of device: disappearance from left fallopian tube (coil not found)") and genital haemorrhage ("irregular bleeding") in a 40-year-old female patient who had essure (batch no. A47942) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2014 and device deployment issue "1 trailing coils on right side & 1 trailing coils on left side". The patient's past medical history included multigravida, parity 1 in 1995 and c-section. Concurrent conditions included pelvic discomfort, uterine fibroids and ovarian cyst. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, 1 year 9 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), flank pain ("left flank pain"), arthralgia ("hip pain") and ovarian cyst ("ovarian cyst"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2015 underwent a pelvic surgery to try and alleviate symptoms) and surgery (on (B)(6) 2015 underwent a pelvic surgery to try and alleviate symptoms). Essure treatment was not changed. At the time of the report, the perforation, ectopic pregnancy with contraceptive device, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue, flank pain, arthralgia and ovarian cyst outcome was unknown. The reporter considered arthralgia, device dislocation, ectopic pregnancy with contraceptive device, fatigue, flank pain, genital haemorrhage, menorrhagia, ovarian cyst, perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: doctor couldn't find the device on the left side on (B)(6) 2014: hysterosalpingogram: essure device in place in the right fallopian tube with successful occlusion. Left fallopian tube is patent. Left essure device is not identified in the expected region of the fallopian tube or within the pelvic cavity . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), perforation ("perforation of the essure device"), device dislocation ("migration") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective" in 2014. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2015 underwent a pelvic surgery to try and alleviate symptoms). At the time of the report, the ectopic pregnancy with contraceptive device, perforation, device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.